Manufacturer narrative:
H3- device evaluation : lens was returned with moisture, in a microcentrifuge vial.visual inspection found a torn haptic. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -8.00 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
D9: corrected from (B)(6) 2020 to (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5 in initial MDR; lens was implanted on (B)(6) 2020 is corrected to (B)(6) 2020. Claim# (B)(4).